Event description:
It was reported that during inspection, the universal reciprocating saw attachment had a broken spring. There was no report of pt injury or surgical delay associated with the event. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.